Event description:
It was reported that both of the patient's leads had migrated to the right side 2 weeks post implantation. She was tentatively scheduled for a lead revision in (B) (6). Further information was requested.

Manufacturer narrative:
(B) (4).